Manufacturer narrative:
Ossur is currently reviewing the results of the evaluation conducted on this device. When ossur's conclusions are finalized a follow-up report will be provided which will include the evaluation summary.

Event description:
"Pt states knee is not locking at heel strike and has caused him to fall breaking his femur and being surgically repaired. Knee buckles while he is standing and feels that it is used to lock at one time." Majority of the time pt walks with manual lock engaged and uses a walker.